Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient was vomiting and the cgm was reading low and alarmed for low. The patient¿s mother checked the bg which was 400 mg/dl, so she took the patient to the hospital. The patient was admitted for diabetic ketoacidosis (dka) and treated with saline infusion and insulin. She was discharged after four days, was feeling better, and made a full recovery. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.